Event description:
The port would not flush and would just fill with air during needle aspiration. A second port was utilized to complete procedure. Manufacturer response for powerport implantable port, powerport (per site reporter). Manufacturer provided rga# and product return packaging.